Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. It there is any further relevant info from the review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt expired. The index procedure treated the de novo, 90% stenosed, 2.5x40mm target lesion located in the mildly calcified and tortuous distal right coronary artery (rca). Treatment consisted of pre-dilation with an unspecified 2.0x13mm balloon and placed two overlapping taxus liberte study stents (2.5x28mm, 2.5x24mm). Post dilation used an unspecified 3.0x15mm balloon and ivus resulting in 25% residual stenosis and timi 3 flow. Four days following the index procedure, the pt presented with an infection which was treated with vancomycin. On day 5, the pt presented with anemia and her thrombocyte count decreased. Bleeding occurred from both sides of the inguina. The pt received a blood transfusion. The same day an atelectatic of the left lung occurred caused by a sputum block. On day 7, the pt presented with disseminated intravascular coagulation and was treated with futhan and neuart. Hematuria occurred possibly due to an intra-aortic balloon pump and icterus (jaundice) occurred caused by antibiotics. On day 9, the pt presented with sapraemia caused by an infection and was treated with meropen and vancomycin. On day 11, the pt presented with candidal vaginitis and received a chlomy vaginal tablet. On day 12, the pt expired. Per the physician, none of the events were related to the study stents.